Event description:
It was reported that after more than 10 years of implant, the patient was no longer able to use their inflatable penile prosthesis (ipp) due to fluid loss. A surgical procedure was performed during which the device was explanted and found to have a tear in the outer sleeve of the proximal section of the left cylinder. A new ipp was implanted and the procedure completed. No patient complications were reported.